Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, when priming 2 units, no insulin flows stated, she had to throw away a lot of pen needles from this box. Lot: 0119876. Catalog: 320550. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (56) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow. All returned pen needles were examined and 53 out of 56 returned samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. See attached photo. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, when priming 2 units, no insulin flows stated, she had to throw away a lot of pen needles from this box. Lot: 0119876. Catalog: 320550. Date of event: unknown.